Manufacturer narrative:
Section initial reporter phone field in which information is not provided was intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. It was observed that the wire harness was not fully inserted. After re-inserting the wire harness, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device kept displaying 'connect electrodes' messages. As a result, ECG would not be obtainable and the need for therapy could not be determine, if needed. There was no report of patient use associated with the reported event.